Manufacturer narrative:
Additional information: a medtronic representative reported that the registration error metric was 3.8 and that there was no incision made prior to the reported issue. A medtronic representative reported, while testing for the reported issue on-site, it was noted that an imprecision was noticed on two navigation systems and that the imprecision was likely due to movement of the fiducials on the patient.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the precision was off when touching the center of the divot on a resin head, noting that the probe displayed at the edge of the fiducial. It was noted that two probes were tested with a similar imprecision. It was reported that the exam used in the procedure was evaluated by the medtronic representative. The representative reported that the fiducials were focused on one side of the anatomy. The imaging protocol for registration was provided to the site following this to confirm proper techniques to the site. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, on behalf of the site, while in a cranial resection an imprecision was observed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient gender and weight provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.